Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration and manufacturing date information is currently unavailable.

Event description:
It was reported that the device blazed (made a flame). No patient aes have been reported. The device will return for evaluation only. Additional information received via email from the affiliate on 12-19-16: the type of procedure was a repair of rotator cuff; it was not reported if the sparking was inside the patient; it was not reported if anything fell into the patient; it was not reported if there were any delays; the procedure was completed by replacing the device with a new one. It was reported that during the operation for a repair of rotator cuff; during the proper use of the device, the electrode burned and it stopped to work. The procedure was completed by replacing the device with a new one. No patient aes have been reported. No further actions were taken by the surgeon.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection reveals the distal tip was very clean and shows no signs of activation. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The reported error could not be recreated or confirmed. The root cause of this failure could not be determined as the device was functioning as intended. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Review of the device history record indicated that this batch of product was processed with no anomalies related to the reported incident, however the batch was processed with two unrelated ncs. This issue had no effect on product safety or efficacy and did not affect the functionality of the device; the device was used as is. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the device blazed (made a flame). No patient aes have been reported. The device will return for evaluation only. Additional information received via email from the affiliate on 12-19-2016. The type of procedure was a repair of rotator cuff. It was not reported if the sparking was inside the patient. It was not reported if anything fell into the patient. It was not reported if there were any delays. The procedure was completed by replacing the device with a new one. It was reported that during the operation for a repair of rotator cuff; during the proper use of the device, the electrode burned and it stopped to work. The procedure was completed by replacing the device with a new one. No patient aes have been reported. No further actions were taken by the surgeon.